Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted device components were not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately based on the explant date from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial:(B)(6), batch: 7070476, UDI: (B)(4).